Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 7073857.

Event description:
It was reported that patient was experiencing pocket site pain. The patient underwent a revision procedure wherein implantable pulse generator (ipg) pocket was relocated. During the revision, it was found out that the spinal cord stimulation (scs) paddle lead was encrusted in scar tissue and coiled up in a ball. In freeing up the wires, the lead was fractured so the physician opted to replace the lead. The patient was doing well postoperatively. The fractured lead was disposed and will not be returned.

Manufacturer narrative:
Correction to initial emdr in blocks f10 and h6. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7073857, UDI: (B)(4).

Event description:
It was reported that patient was experiencing pocket site pain. The patient a underwent revision procedure wherein implantable pulse generator (ipg) pocket was relocated. During the revision, it was found out that the spinal cord stimulation (scs) paddle lead was encrusted in scar tissue and coiled up in a ball. In freeing up the wires, the lead was fractured so the physician opted to replace the lead. The patient was doing well postoperatively. The fractured lead was disposed and will not be returned.